Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient who underwent total hip replacement performed elsewhere and has developed recurrent dislocations of the hip and has had 3 dislocations since (B)(6)2022. She has failed nonoperative management consisting of activity modification, physical therapy and education.